Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the problem occurred when the user used the video connector with foreign matter such as dust, dirt, and the remainder of the chemical liquid adhered to the electrical contact.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report could not be duplicated. The unit was tested and video image and signals were found to pass all functional testing. The device was returned to the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility reported that the device has a bad video socket connector and no image present. The reporter stated that this was discovered during preparation for use so there was no patient involvement. No additional information was provided.